Event description:
It was reported that the customer had high blood glucose levels of 170 mg/dl. The customer reported that they may have over programmed boluses from the insulin pump. The customer also reported going to the emergency room on his own and exercised caution regarding the possible over bolus. The customer reported being hospitalized on (B)(6) 2014. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.